Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (approximately 300 mg/dl). During the high bg events, the customer would deliver 15 units instead of the recommended 10 units for the correction bolus. The cause of the high bg was not known; however, the customer reported that scar tissue at the infusion set site may be a possible cause. Tandem technical support advised the customer to discuss these past high bg events with a healthcare provider.